Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a car accident. The cause of death was unknown. No further information was provided. It is unknown if the customer was wearing the insulin pump at the time of death.